Manufacturer narrative:
(B)(4). Date sent: 9/25/2020. Investigation summary: per handpiece screening procedure, the handpiece was evaluated and it was determined the handpiece was defective and is not repairable. Ethicon endo-surgery independencia is the only authorized site to perform analysis on handpieces.   Any information provided by an affiliate or affiliate technical service, as to the ¿alleged failure¿ of the handpiece, is only an assumption and cannot be accepted as the reported failure. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Batch # t93a7h. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device physically broke. There were no patient consequences. No additional information is available.